Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was unable to charge his battery pack. The pt was issued a replacement battery pack and battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon investigation the charger/modem was resetting due to corrosion on the battery board. The 4) has been completed. The reported problem (battery won't charge) was confirmed. Upon investigation the battery voltage was low (1.88) to the point where it was unable to charge. The battery was excessively discharged. The root cause for the excessive discharge was the defective battery charger/modem sn (B)(4). The battery was unable to be charged in the field due to the defective charger/modem. No adverse event resulted from the defective battery charger/modem and battery. The pt received a replacement charger/modem and battery pack.